Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a low blood glucose followed by elevated blood glucose while using the ilet and treated the low with oral glucose, with the caregiver indicating the situation was under control; available device data suggested an overcorrection of hypoglycemia leading to hyperglycemia. Symptoms included low blood glucose followed by high blood glucose. Outcomes included transient glycemic excursions without hospitalization. Investigation included review of device-reported data and troubleshooting with education on appropriate hypoglycemia treatment. Investigation of this case revealed that excessive carbohydrate intake for hypoglycemia likely contributed to subsequent hyperglycemia. It was concluded that the event was related to user management of hypoglycemia rather than a device malfunction.